Event description:
It was reported that during a breast biopsy procedure, the starting handle of the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one encor biopsy probe, probe cover and partial sample trap assembly for evaluation. The saline cap was not returned. Product packaging and label were returned, and product information was verified with trackwise. During visual evaluation, no damage was identified to the rear housing. Residue was noted throughout the sample tray seal. Adhesive was noted to the retaining cap in the known spots where adhesive is applied. A slight gap was noted on the right side of the proximal retaining cap however it was noted there was no movement to the component. No other anomalies noted. Functional testing not performed due to nature of complaint. Therefore, the investigation is unconfirmed for the reported break as no break was noted to the device. A definitive root cause for the break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy procedure, the starting handle of the device allegedly broke. There was no reported patient injury.